Event description:
During a green light laser ablation of prostate the fiber tip started showing the aiming beam after 5 kj of use. This is a side firing laser fiber so if the laser was fired the energy would have been directed from the tip not the side.